Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting excessive artifact on a patient being monitored using a 12-lead configuration compared to a 5-lead. The patient has already been discharged. No patient harm was reported. Investigation conclusion: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/20/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that they were getting excessive artifact on a patient being monitored using a 12-lead configuration compared to a 5-lead. The patient has already been discharged. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they were getting excessive artifact on a patient being monitored using a 12-lead configuration compared to a 5-lead. The patient has already been discharged. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting excessive artifact on a patient being monitored using a 12-lead configuration compared to a 5-lead. The patient has already been discharged. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 10/20/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.